Event description:
Additional information was provided regarding the customer cleaning disinfection and sterilization (cds) processes.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, the customer cleaning disinfection and sterilization (cds) processes, and additional information not previously reported. Updated fields: d4 and h4. The device was returned to olympus for inspection and the reported failure was confirmed. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause of the pink liquid dripping from the tip of the scope when the scope was hanging in the endoscope storage after cleaning may include the possibility that the residual liquid inside the endoscope dripped out due to a leak in the forceps channel conduit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope had a pink liquid drip from the distal end of the scope while it was drying. The issue occurred after reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.